Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient sought medical attention on (B)(6) 2018 for unspecified symptoms in the right (od) eye. The patient was seen for follow-up treatments where corneal cultures were obtained, results received on (B)(6) 2018 were positive for acanthamoeba. The patient was diagnosed with acanthamoeba keratitis and prescribed ofloxacin, brolene and polyhexamethylene biguanide (phmb) on (B)(6) 2018. As of (B)(6) 2018, the incident is unresolved and treatment is ongoing; patient has an anterior stromal scar in the central region of the cornea and a marginal temporal infiltrate. Good faith efforts have been made to obtain additional information without success, additional information is unknown. This event is being reported due to medical interventions and medications to prevent or preclude permanent injury or impairment of eye function and unknown resolution.